Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer did now know blood glucose level. Customer changed the entire set and resolved the issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.